Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9610726-2009-00234.

Event description:
It was reported that, "bearing of hmrs broken. Replaced bearing, axle, bumper, bushings, sleeve and insert. Poly had significant wear."